Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received a volume error warning prior to the leak. The leak was reportedly coming from the back of the cassette. It was also reported that one of the supply bag lines was not clamped. The ts representative advised the patient¿s contact to discontinue use of the cycler and a new cycler was issued to the patient. The patient completed treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient¿s pd nurse, it was reported that the patient was prescribed prophylactic antibiotics. The patient was given a 1,000 mg loading dose of cephalexin, and 500 mg doses for every twelve hours afterwards until seen at the clinic. The patient received their new cycler and the old one was picked up and returned to the manufacturer for evaluation. The cassette used by the patient was not available to be returned for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An (as-received) simulated treatment was performed and completed without any failures. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 10/15/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.